Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there were two patients that had nominal programming of vvi-backup of on-auto instead of on-always. The patients both had pauses greater than 2 seconds in atrial episodes during burst therapy. Follow-up was able to obtain the serial number information for only one of the two patients. The devices remain in use. No patient complications have been reported as a result of this event.